Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The touchscreen was out of specification and will be replaced. It was also noted that the wrong model paper was present in the printer tray. (B)(4).

Event description:
It was reported that the touchpen on the programmer could not be used becuase there was almost no correlation between the point selected on the screen by the user and the point where the cursor is. The programmer was returned to the manufacturer for servicing. There was no patient involvement.